Event description:
Tubing cracked open at hub and the medication was pumping out & dripping. The cadd extension tubing was then open and got air in it (not enough to cause harm or get close to the patient).

Event description:
Tubing cracked open at hub and the medication was pumping out & dripping. The cadd extension tubing was then open and got air in it (not enough to cause harm or get close to the patient).